Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the pacemaker had loss of ventricular capture. The diagnostics also indicated that autocapture was in and out of high output mode. The device was reprogrammed to address the loss of capture. The patient had felt dizzy a few times in the past. The patient was in stable condition throughout.